Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the trial patient had muscle pain and bleeding from her procedure area. The physician did not believe that it was device related. The patient had her procedure area re-bandage by physician and she was given muscle relaxer for pain. The patient was doing well.